Manufacturer narrative:
The returned sleeve was evaluated. The tulip of a pedicle screw was found jammed inside the sleeve because fragments of a closure top were wedged between the tulip and the sleeve. There were no malfunctions found with the sleeve itself. A review of the DHR did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2018-00351.

Event description:
It was reported that the tulip of a pedicle screw disassembled from its shaft and became stuck in a reduction sleeve during surgery. There was a delay greater than 30 minutes associated with removing the screw shank and replacing the screw with an alternative pedicle screw. However, no patient harm was reported. This is report two of two for this event.